Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the implanted stent, such that the balloon ruptured upon the first inflation at 16 atmospheres (atm) which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that the target lesion was in the left anterior descending (lad) with mild tortuosity, heavy calcification and 90% stenosis, concentric. After a promus was deployed, post-dilatation was performed with the voyager nc 2.5 x 15 mm, but the balloon ruptured at 16 atmospheres during the first inflation for 10 seconds. A non-abbott balloon was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.